Event description:
It was reported that during a general surgery, the pouch bags are breaking. When pulling on them the bags rip with minimal pressure. No patient consequence.

Manufacturer narrative:
(B)(4). Batch#: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "did any part of the torn pouch fall into the patient? If so, was the part retrieved? If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? Or was the torn portion disposed of? The pouch did not fall into the patient. Unfortunately the torn pouch was disposed." An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2023 d4: batch # unk additional information was requested and the following was obtained: "did any part of the torn pouch fall into the patient? If so, was the part retrieved? If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? Or was the torn portion disposed of? The pouch did not fall into the patient. Unfortunately the torn pouch was disposed." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that only the opened packaging of the pouch device was returned. The suture and the bag were not returned for analysis. It could not be determine what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.